Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. At the time of concern, the patient exhibited symptoms of "weak and disorientated" a few minutes prior to the onset of the error 1 issue. There was no report of any required hcp medical intervention to suggest a serious injury. There was no indication that the product caused or contributed to an adverse event.